Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that it was difficult to cut the catheter with the cutter during the implantation of the left ventricular (lv) lead. No patient complications have been reported as a result of this event.